Event description:
A coronary stent with delivery sys was successfully advanced and deployed at the target lesion site in the pt's obtuse marginal branch, it was reported that the stent was "pulled out" with the sds upon withdrawal from the pt's body. There were no add'l complications reported relative to this event.